Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of failed downstream occlusion test was not reproduced and the device passed downstream occlusion testing. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of calibration. The force sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.